Event description:
It was reported that the patient underwent a procedure for posterolateral fusion with autologous bone and vitoss, stabilization with pedicle screws and rods l5-s1 and bmp. Post-op the patient complained of pain. At 30 months post-op the pt. Underwent implant of spinal cord stimulator with dual leads. At 33 months post-op had nerve block l4-s1 at 34 months post-op underwent procedure for removal of posterior instrumentation l5-s1, decompressive laminectomy l4-5, l4-5 transforaminal lumbar interbody fusion, posterolateral fusion l4-5 pt. Underwent additional treatment including trigger point injection and caudal epidural steroid injection. At 52 months post-op, pt. Had complaints of low back pain, thoracic pain, left hip pain, right hip pain; radiating to buttocks and feet. Weakness, numbness, tinlging, stiffness, loss of motion. Impression notes lumbosacral radiculitis. Pt. Underwent physical therapy. Lumbar myelogram at 58 months post op impression: prior posterior decompression at l4/l5. Part of a fusion bone graft placements at l4-5 and l5-s1 with bilateral pedicle screw fixation extending from l4-5. Small ventral and bilateral epidural defects at l3-4 consistent with spinal stenosis, slight retrolisthesis of l3.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.